Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon third inflation. The procedure was completed with a different device. No patient complications were reported.